Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a 803 failure was not confirmed or reproduced during product evaluation. However, review of the event history log confirms the determined problem of fc 803:07 which occurred on the reported occurrence date. This condition was caused by a blue slide clamp left in the pump head module channel. The blue slide clamp was removed from the pump head module channel to fix the problem. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a "803 failure". It is unknown when this condition occurred in "centrally supply". This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.